Event description:
It was reported that post operative of a laparoscopic cholecystectomy procedure; the pt experienced a post op bleed. The pt had not left the hosp and hours later was brought back to surgery for a laparotomy. It is unk how it was determined the need to bring the pt back to surgery. During the reoperation, the surgeon noticed one clip fell off the cystic artery and one clip was partially closed on the cystic artery. The total amount of blood loss is unk. The pt received two units of blood on (B) (6) 2010 and will have two more units of blood on (B) (6) 2010. The pt is still in the hosp. The device was discarded. Additional info provided 03/16/2010: no problems with the device in original procedure 6 clips fired. Remaining clip on vessel leaking did not have complete closure.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.